Manufacturer narrative:
Device evaluation summary slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. Stent was positioned between the marker bands as per specifications. Deformation was evident to the 5th stent wrap with struts raised. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the stent failed to cross the lesion. No patient injury was reported.